Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety disorder, vitamin d deficiency, seasonal allergic rhinitis, obesity, hypothyroidism and breast mass. Concurrent conditions included chest pain, gastroesophageal reflux (*gastroesophageal reflux disease with a hiatal hernia.), hiatal hernia, human papilloma virus infection, gravida, termination of pregnancy - elective, menorrhagia, dysmenorrhea, menses irregular, adenotonsillectomy, knee operation, morbid obesity, hiatal hernia, hyperplasia endometrial and nabothian cyst. Concomitant products included ibuprofen (motrin), nsaid's, oxycocet (percocet) and paracetamol (acetaminophen). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (28jul2015 (total hysterectomy (uterus and cervix removed) - abdominal hysterectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-jan-2012: essure device was successfully occluded. Urine test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety disorder, vitamin d deficiency, seasonal allergic rhinitis, obesity, hypothyroidism and breast mass. Concurrent conditions included chest pain, gastroesophageal reflux (*gastroesophageal reflux disease with a hiatal hernia.), hiatal hernia, human papilloma virus infection, gravida, termination of pregnancy - elective, menorrhagia, dysmenorrhea, menses irregular, adenotonsillectomy, knee operation, morbid obesity, hiatal hernia, hyperplasia endometrial and nabothian cyst. Concomitant products included ibuprofen (motrin), nsaid's, oxycocet (percocet) and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - abdominal hysterectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine test negative. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Psychological or psychiatric problem or condition- depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety disorder, vitamin d deficiency, seasonal allergic rhinitis, obesity, hypothyroidism and breast mass. Concurrent conditions included chest pain, gastroesophageal reflux (*gastroesophageal reflux disease with a hiatal hernia.), hiatal hernia, human papilloma virus infection, gravida, termination of pregnancy - elective, menorrhagia, dysmenorrhea, menses irregular, adenotonsillectomy, knee operation, morbid obesity, hiatal hernia, hyperplasia endometrial and nabothian cyst. Concomitant products included ibuprofen (motrin), nsaid's, oxycocet (percocet) and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - abdominal hysterectomy)). Essure was removed. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine test negative. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, , lot number received, events added as follows:- vaginal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, vitamin d deficiency, seasonal allergic rhinitis, obesity, hypothyroidism and breast mass. Concurrent conditions included chest pain, gastroesophageal reflux, hiatal hernia, human papilloma virus infection, gravida, termination of pregnancy - elective, menorrhagia, dysmenorrhea, menses irregular, adenotonsillectomy, knee operation, morbid obesity, hiatal hernia, hyperplasia endometrial and nabothian cyst. Concomitant products included ibuprofen, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol (tylenol regular). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - abdominal hysterectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.. Diagnostic results: urine test negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a total abdominal hysterectomy due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.